Event description:
Consumer reported that recently purchased a ventilator with a mask to treat sleep apnea. Consumer used it on two consecutive nights and found it to have a very strong chemical odor. Consumer thinks the odor might be the plastic odor from the plastic tubing. Consumer is concerned that breathing this odor every night over time might possibly be a health hazard. Consumer is also concerned about the level of "pvc" that might be in the plastic. Consumer called the MFR and was told that they have heard of this type of complaint and suggested that they let the ventilator run for 24 hrs to see if the odor would dissipate. Consumer would like to see the exhaust analyzed in detail at very low levels of detectability, since unlike 99% of other medical devices, this unit forces its exhaust into the pt's lungs. Its exhaust is meant to be forced into the pt's lungs for 8 hrs per day for the rest of the pt's life.